Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of an over infusion of bumex was not confirmed or replicated. Physical inspection of the device showed no related anomalies. Review of the pcu event logs showed that on (B)(6) 2015 at 11:00 am an infusion of bumetanide (bumex) 12.5mg/50ml was programmed using guardrails. A dose of 0.5mg/hr and a vtbi of 45ml were entered resulting in a rate of 2ml/hr and the infusion was started. Beginning at 8:06 pm a series of eight (8) air-in-line alarms occurred and the user restarted the pump module after each alarm. At 10:09 pm the restore feature was used to restore the previous programming for bumetanide and the infusion was started. At 10:36 pm the pump module was powered off. No air-in-line alarms were found in the logs after 9:25 pm for this pump module. Although the customer reported the day of the event to be (B)(6) 2015, review of the pcu event logs confirmed that this programming was the only infusion of bumetanide. No other infusions for this drug were found in the logs. Rate accuracy verification found the device to be in specification. The root cause of the reported overinfusion was not determined.

Event description:
The customer reported that a new bag of bumex 12.5 mg/50 ml was hung at 2207, to infuse at 0.5 mg/hr through a PICC, and was verified by the charge nurse. Fifteen minutes later the pump alarmed for air in line and the bag was noted to be dry. The bumex was discontinued; the patient's bp was monitored every 15 minutes and unspecified labwork was drawn. The facility biomed checked the devices and stated that the pump module and pc unit passed all testing.